Manufacturer narrative:
The tube was discarded, and therefore, not available for failure investigation. The lot number was provided and the manufacturer will review the lot history records. No analysis or conclusions can be drawn without the device.

Event description:
The customer reported that the pt had come down from the operating room with a 6lpc tracheostomy tube two hours into use, an audible leak was heard. They tried to inflate the cuff with more air, but it continued to leak. The tracheostomy tube was removed, and the pt was re cannulated with another 6lpc. The used tube was discarded.